Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the two sensor have been lost due to sensor glucose versus blood glucose differences and calibration errors. The customer sensor glucose was 2.4 and suspended, the customer blood glucose was 17 mmol/l. The customer tried to calibrate to correct. The customer was advised that replacement will be sent.